Manufacturer narrative:
A replacement faceplate was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the faceplate on her pump in style was damaged causing low suction which resulted in mastitis that was diagnosed by her doctor and treated with antibiotics. On june 8th, a medela clinician followed up with the customer at which time she stated the replacement faceplate resolved the suction issue and she has not had any problems since. She is an exclusive pumper, and was at the time she developed the mastitis. Her mastitis was a result of low suction from the pump. She was treated with dicloxacillin, antibiotic for mastitis.